Manufacturer narrative:
It was caused due to a/w connector leak by loosened screws. We received the defect and conducted the following investigation and repair. Observations: ccd driver pcb was fluid damaged, lg cable connector assy was fluid damaged,lg cable connector housing a-c0002 leaked. Repair: replaced the ccd driver pcb, lg cable connector assy, lg cable connector housing a-c0002. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805.

Event description:
This event occurred before use. There was no report of patient harm. The a/w connector at the lg plug is loose and leaky.